Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Article title: remote monitoring of pediatric vad patients: early recognition for improved management; s. Carrington, et al. Journal of heart and lung transplantation, vol 41, issue 4, page s109. Doi: 10.1016/j.healun.2022.01.253; children's health dallas, dallas, tx, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿remote monitoring of pediatric vad patients: early recognition for improved management " that heartmate 3 (hm3) may be related to driveline infection, arrhythmia, and right heart failure. There were 13 patients monitored, 10 were implanted with hm3. From the total of 13 patients monitored, 7 were transplanted, 3 were alive and supported at the end of data collection, and 2 died (both destination therapy patients). The adverse events were 6 driveline infection, 2 right heart failure, and 4 arrhythmia. Related manufacturer's reference number for the adverse events: 2916596-2022-10485.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.